Event description:
It was reported that during device change out the lead insulation was noted as having separated on the pace/sense portion of the lead. Physician elected to cap the pace/sense portion and leave the defib portion active. The next day no high voltage impedence measurement was observed in the svc to can configuration. A possible connection issue was suspected, however, the physician elected to reprogram the device to use the rv to can shock vector. The lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.